Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their previous health care provider (hcp) was no longer at the facility the patient went to and the patient was in the process of getting a new doctor who could handle their bladder stimulator but they referred the patient to call medtronic in the meantime because the patient had an "issue" that they think might be related to the interstim. The patient stated they had a nerve block (a cp radio frequency ablation enervation of t12 and l1 medial nerve branches and l2 dorsal under fluoroscopic guidance) in (B)(6) 2023 and the patient stated "they took pictures and were nowhere near the bladder stimulator" when they did the procedure but since then, when then when they would move, they would get what feels like "for lack of a better word, um electricity, or a buzz feeling" on the inside of their lower half/groin and into both legs and into their back. The patient stated it felt like they were "plugged in", like they had electricity running through them. The patient stated it was like someone put some "toys in me" and it was intense and painful. The patient stated it was constant immediately afterwards, but now it was every once in a while, with a certain movement. The patient stated their boyfriend could feel the vibration if they touched the patient's body and asked the patient "did you turn something on?". Patient services reviewed compatibility guidelines with the patient and reviewed it would be unexpected for another individual to feel the vibration when touching the patient. Patient services suggested the patient turn the therapy off until a health care provider (hcp) could look at the system. The patient stated they didn't know if they hit a nerve or if it was the stimulator or what but that they were going to follow up with an hcp as soon as they are assigned one. Agent documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.